Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05191 for the other associated device information. It was reported to boston scientific corporation that an endovive replacement balloon g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during preparation, outside the patient the balloon was injected with saline. It was noted that the balloon was irregularly shaped. When inflated the balloon went sideways instead of vertically which allowed the catheter to move in and out uncontrolled. The physician got another endovive replacement balloon g-tube and experienced the same issue, when inflating the balloon it was irregularly shaped. The procedure was successfully completed with a third endovive replacement balloon g-tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation showed when inflated with 20cc of water, the balloons were slightly asymmetrical, but within the specification of 2:1 ratio. Slight manipulation of the balloon corrected the symmetry. Deflated and re-inflated with the same amount of water to find that the balloon was still only slightly asymmetrical. The condition of the returned device was consistent with the complainant report that the balloons are not even. This known manufacturing issue has been addressed by the supplier. The most probable root cause classification is supplier manufacture.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05191 for the other associated device information. It was reported to boston scientific corporation that an endovive replacement balloon g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during preparation, outside the patient the balloon was injected with saline. It was noted that the balloon was irregularly shaped. When inflated the balloon went sideways instead of vertically which allowed the catheter to move in and out uncontrolled. The physician got another endovive replacement balloon g-tube and experienced the same issue, when inflating the balloon it was irregularly shaped. The procedure was successfully completed with a third endovive replacement balloon g-tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.